Event description:
It was reported that the patient's unit had power port damage and was not charging properly. As a result, the unit shut down and stopped producing oxygen. The patient stated that being off oxygen for an extended period of time exacerbated their copd and they ended up in hospice. A replacement was sent to the patient and it is working for them.

Manufacturer narrative:
B3 date of event is estimated. The unit was returned for evaluation on (B)(6) 2026. He unit came in for power port damaged. The complaint was confirmed with the damaged power input and motherboard (j14) burn over current due to low voltage event. Power input damaged due to wear & tear on gold pads. This can happen with the damaged power input. Unit has low 02 with the blocked feed port, contaminated zeolite too much absorbed moisture. Unit runs with battery